Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015.

Event description:
The clinician reported that nearly 3 months after the dental implant and full denture were placed in ada site 14, the implant lost osseointegration. Clinician reports a biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 3 months after the dental implant and full denture were placed in ada site 14, the implant lost osseointegration. Clinician reports a biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.